Manufacturer narrative:
A lot history review is not possible since the lot number is unknown. Compressive trauma appears to have propagated the tear in the tubing that may have begun with the small perpendicular slices behind the stem barb. The catheter damage may be the result of manipulations with a smooth jaw clampinig instrument, or similar device. The instructions for use advises that care must be exercised when handling the tubing. The complaint of subcutaneous catheter breakage is confirmed, and should be recorded as user-related due to evidence of mechanical damage to the catheter tubing. Signs indicating a proper port connection are not found on this sample.

Event description:
The catheter broke apart after one month. Chemotherapy was being infused.